Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer resumed insulin delivery without changing pump supplies. Blood glucose (bg) was 258 mg/dl. Correction bolus and manual injection were used to address bg. Pump system check was performed and pump was functioning as intended. Customer declined to remove the infusion set site for inspection and reportedly, changed the pump supplies the next day.